Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. Both the dilator and sheath had been perforated proximal to their distal tips. Resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The brk needle instructions for use (IFU) states, ¿do not alter this device in any way.¿ the cause of the sheath and dilator perforation is consistent with not following the instructions for use.

Manufacturer narrative:
The results/method, and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the transseptal portion of the procedure, the needle punctured the sheath just proximal to the side hole. The physician believes the needle advanced through a pfo per fluoroscopy. No effusion was seen on fluoroscopy or ice. The sheath and needle were exchanged, and the procedure was completed without consequences to the patient.